Event description:
Healthcare professional reported right side "siliconomas compatible with intracapsular prosthetic rupture", "histiocytic reaction with presence of foreign material compatible with prosthetic rupture", and double capsule. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Double capsule-breast: unable to observe since it is not related to the device. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "siliconomas compatible with intracapsular prosthetic rupture".

Event description:
Healthcare professional reported right side "siliconomas compatible with intracapsular prosthetic rupture", "histiocytic reaction with presence of foreign material compatible with prosthetic rupture", and double capsule. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as fold flaw opening and missing assessed as inconclusive. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. ¿ double capsule: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease, wear abrasion and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.